Event description:
The rptr did back to back blood glucose tests and got results of 124, 136 and 155 mg/dl. Tests were done within 5 mins of each other, using different fingersticks. There were no symptoms. A control solution test results of 135 (83-125) was high out of range. Lifescan rep and reporter reviewed coding, cleaning, storage of strips, sample application and use of control solution.

Manufacturer narrative:
Meter was not the subject of FDA recall z-631-8